Manufacturer narrative:
Investigation details: after the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.

Event description:
It was reported that the foot was detached, when the device was taken out of the box. There was no pt involvement nor pt effect. The procedure was completed with another device. This report is filed, because foot detachment is a reportable malfunction. Further info was received on 03/01/2007 for another incident, which made foot detachment failure mode a reportable malfunction. Since this incident occurred after the reportable incident, this incident is assessed as reportable malfunction as well.